Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient was not experiencing any discomfort down her arm after reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient felt shocking down their left arm with stimulation off or on. All impedances were within normal range. The device was reprogrammed, and it was unknown if the reprogramming resolved the issue. It was noted the healthcare provider (hcp) ordered an MRI of the patient¿s neck. No further complications were reported.